Event description:
It was reported that at the beginning of a tonsillectomy procedure using a coblator ii controller, the flow control valve stopped working, preventing proper saline flow. This deficiency caused a 30 minute surgical delay, while a competitive device was obtained to complete the procedure. There were no pt complications reported as a result of this event.